Event description:
The physician reports that the patient moved during placement of the crystalens with forceps. The patient movement caused the lens haptic to tear. Intervention was performed intraoperatively to remove the damaged iol and suture the incision. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to patient movement during positioning with forceps.